Event description:
Reporter using accu-chek inform system. Reporter states meter results read "hi" compared in 3 minutes to a lab result of 100mg/dl. Patient was treated with 10 units of insulin based on meter results and then got low blood glucose symptoms. Reporter states patient treated with glucose. Location of treatment was hospital emergency department. Reporter states no death or serious injury occurred. Quality controls were ran and eventually passed. A request was made for return of the suspect product and a replacement was sent. Accu-check inform system: meter # (B)(4), accu-chek comfort curve test strips lot # 549543, exp date # 03/31/2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.